Manufacturer narrative:
The electronic log file was evaluated. A sporadic malfunction of a cpu board which controls the device-internal communication between user interface and gas mixer could be clearly identified as the root cause; the error occurred when the device was in standby mode approx. Half an hour after the end of the previous procedure. The respective pcb was replaced as a precaution. The device underwent a 24 hours endurance run, passed all adjacent tests and is back in use. Dräger knows a certain number of similar cases where a sporadic breakdown of device-internal communication occurred. This leads to a situation where ventilator and gas mixer enter a fail state simultaneously; the device is designed to switch to monitoring mode then and to alert the user to this condition by means of a corresponding alarm. Manual ventilation with emergency oxygen dosage remains possible, this includes application of anesthetic gas as well. The monitoring functionalities remain unaffected. The procedure how to establish the emergency gas supply is laid down in the IFU. In the particular case there was no active therapy when the issue occurred. In all comparable cases it was only possible to narrow down the root cause to the respective pcb - the exact failure mechanism however could not be determined by in-depth analysis. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2.

Event description:
It was reported that the workstation switched to safety mode and displayed error messages which indicated malfunctions of the gas mixer unit and the patient gas analyzer. The log file evaluation revealed that the error occurred during a standby phase i.e. There was no active patient treatment.